Event description:
It was reported that the wake button was "not working". There was no adverse reported impact tot the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.